Event description:
Baxter pump safety stop: pump did not complete the infusion but alarmed as complete. Will check medication trough in a.m., run next dose at room temperature. Will call retroactive safety stop after lab results received.